Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('migration of essure device location of device: right broken coil'), intestinal perforation ('perforation (other) please describe and state the location of the perforation: bowel') and bladder perforation ('perforation (other) please describe and state the location of the perforation: bladder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), bladder perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal discharge ("vaginal . Discharge"), amenorrhoea ("amenorrhea"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysgeusia ("metallic taste in mouth"), vulvovaginal mycotic infection ("yeast infection"), depression ("depression"), anxiety ("anxiety"), rash ("rash"), urticaria ("hives"), acne ("acne"), migraine ("migraines / headaches"), feeling abnormal ("brain fog"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating"), arthralgia ("joint ache"), urinary tract infection ("uti"), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain") and tooth disorder ("dental problem") and was found to have weight decreased ("weight loss"). At the time of the report, the device breakage, intestinal perforation, bladder perforation, pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, amenorrhoea, mood swings, dysgeusia, vulvovaginal mycotic infection, depression, anxiety, rash, urticaria, acne, migraine, feeling abnormal, dyspareunia, weight decreased, abdominal distension, arthralgia, urinary tract infection, alopecia, vulvovaginal pain and tooth disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, alopecia, amenorrhoea, anxiety, arthralgia, bladder disorder, bladder perforation, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, intestinal perforation, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2009; (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2020: pfs received. Reporter information updated. Preciously reported event confirmation test? No was deleted. New events: amenorrhea, mood swings, abnormal bleeding (vaginal), metallic taste in mouth, yeast infection, depression, anxiety, rash, hives, acne, migraines / headaches, migration of essure device location of device: right broken coil, brain fog, dyspareunia (painful sexual intercourse), weight loss, bloating, perforation (other) please describe and state the location of the perforation: bowel, perforation (other) please describe and state the location of the perforation: bladder, joint ache, uti, hair loss, vaginal pain was added. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('migration of essure device location of device: right broken coil'), intestinal perforation ('perforation (other) please describe and state the location of the perforation: bowel') and bladder perforation ('perforation (other) please describe and state the location of the perforation: bladder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), bladder perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal discharge ("vaginal . Discharge"), amenorrhoea ("amenorrhea"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysgeusia ("metallic taste in mouth"), vulvovaginal mycotic infection ("yeast infection"), depression ("depression"), anxiety ("anxiety"), rash ("rash"), urticaria ("hives"), acne ("acne"), migraine ("migraines / headaches"), feeling abnormal ("brain fog"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating"), arthralgia ("joint ache"), urinary tract infection ("uti"), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain") and tooth disorder ("dental problem") and was found to have weight decreased ("weight loss"). At the time of the report, the device breakage, intestinal perforation, bladder perforation, pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, amenorrhoea, mood swings, dysgeusia, vulvovaginal mycotic infection, depression, anxiety, rash, urticaria, acne, migraine, feeling abnormal, dyspareunia, weight decreased, abdominal distension, arthralgia, urinary tract infection, alopecia, vulvovaginal pain and tooth disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, alopecia, amenorrhoea, anxiety, arthralgia, bladder disorder, bladder perforation, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, intestinal perforation, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case is deleted from bayer database as this case is found to be duplicate of 2018-230628. All the information has been transferred to retention case (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.